Manufacturer narrative:
The blood glucose meter was returned for evaluation. The investigation unit (iu) manually reviewed the meters memory and observed that the meters displayed bolus data was out of sequence with reference to bg data. This behavior can occur if the customer performs actions on the meter before synchronizing to the pump even if a particular bolus was delivered with the meter acting as a remote control for the pump. Bolus deliveries programmed using the meter as a remote control are not automatically logged in the diary. It was concluded that the meter is functioning as intended and the customer was using the meter as a remote control for the pump and performed bg tests afterward before synching the pump to the meter. Review of the data records in the customer's meter determined the bolus administered by the customer was not the bolus amount recommended by the bolus calculator. For bg value of 341, the bolus calculator recommended 0u because of the level of active insulin already on board. This recommendation was not accepted by the customer. The customer modified the recommended amount to deliver an additional 10u of insulin. Based on this information, there was no malfunction of the bolus calculator which could cause a wrong high bolus recommendation. The customer's hypoglycemia occurred because the customer did not accept and follow the advice for no correction bolus. This case is set to not verified use/user error based on the iu's investigation of the customers allegation.

Event description:
Reporter stated the patient was hospitalized with hypoglycemia after the blood glucose monitor provided incorrect bolus advice. The patient's blood glucose was 494 mg/dl at 1:23 a.m., and 7.3 units of insulin were recommended by the monitor and delivered. His blood glucose was 345 mg/dl at 2:59 a.m., and an additional 10.0 units of insulin were recommended and delivered. The patient then experienced hypoglycemia and convulsions, and he lost consciousness. He was taken to the emergency room, treated with an glucagon injection, and admitted for 16 hours. He was given juice when he started to respond, and his blood glucose was then tested and was 77 mg/dl. His blood glucose stabilized, and he was discharged from the hospital. The monitor was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).